Manufacturer narrative:
This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. Reason for reoperation: "suspected/actual rupture".

Event description:
Healthcare professional reported a left side "suspected/actual rupture". The device has been explanted and replaced.